Event description:
It was reported that pump displayed cartridge change error and customer was unable to successfully load new cartridge despite following on-screen instructions and support guidance. There was no adverse impact to the customer¿s blood glucose level. Customer inspected and discarded damaged cartridge, cleaned pump connection area, and attempted reload with assistance, then switched to multiple daily injections while waiting for replacement pump; technical support arranged in-warranty replacement pump, instructed customer to place current pump in storage mode, reenter pump settings, reconnect continuous glucose monitor on replacement device, and return problematic pump using provided shipping label.